Manufacturer narrative:
The freedom driver passed all functional testing requirements. Additionally, an extended observation run test and an onboard battery exchange test were performed on the driver. During these tests the driver functioned as intended and no alarms were produced. The freedom onboard batteries in use at the time of the customer-reported intermittent battery alarms were not returned and therefore could not be evaluated as part of this investigation. During investigation testing, the customer-reported issue was not able to be reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited intermittent battery alarms while supporting a patient. There was no reported adverse patient impact. The customer reported that the patient was switched to a backup driver.